Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to previously reported date. The date on the initial report should have been (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/9 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information was made and no additional information is available. Referenced article: comparison of paracorporeal and continuous fow ventricular assist devices in children: preliminary results, european journal of cardio-thoracic surgery 51 (2017) 709¿714. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that compared the use of berlin heart excor (bh) with ventricular assist device (vad) in the pediatric population. The study included patients less than 16 years old who received an left vad between dec-2005 and jan-2016 and compared pre-implant characteristics and post-implant outcomes of these patients. Thirty patients were included in the study with thirteen implanted with vad and seventeen with bh. Of the thirteen vad patients, one was subsequently weaned from support and another remains on support after 600 days. The remaining eleven vad patients received a cardiac transplantation. Post-implant adverse events associated with vad patients included: seven patients that required right ventricular support and one patient who developed a cerebrovascular accident (cva). Of the seven patients that required right ventricular support, six required this support at the time of vad implantation; while the seventh patient required right ventricular support 73 days after implantation. The authors concluded that this early experience with vad indicated outcomes comparable to those with the well-established pulsatile bh. No further information has been provided.